Event description:
The zenith flex aaa endovascular graft bifurcated main body was successfully implanted on (B)(6) 2012. However, upon a visual inspection by the physician and the area rep, the rubber valves inside the captor valves appeared to be torn and a significant steady leakage upon insertion of the device was immediately apparent and persistent until the main body sheath was removed. The graft was not impacted, just made for a messy procedure. According to the physician, the blood loss was not enough for concern. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leakage is not specifically labeled in the IFU. Event eval: still under investigation.